Manufacturer narrative:
An event regarding pain involving a pca liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patients right hip was being revised due to pain. The surgeon did not see anything wrong with the implants intraoperatevely. The cup remained implanted however a competitor liner was reimplanted which was indicated to the surgeon as off label.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown pca liner. Additional device listed in this report: -unknown 32mm pca head +5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patients right hip was being revised due to pain. The surgeon did not see anything wrong with the implants intraoperatively. The cup remained implanted however a competitor liner was reimplanted which was indicated to the surgeon as off label.